Event description:
The customer reported that the system does not boot up. It stays in a squares phase.

Manufacturer narrative:
(B) (4). The ge service rep found that the 5vdc was low at c arm control panel processor. He readjusted to the right level, and tested the system. The system operates as intended.